Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tavr procedure. According to the literature review, and as documented a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there is insufficient information to assess the cause of the reported events. It is possible that a conduction disorder occurred post tavr related to the mechanism explained in the technical summary mentioned above. There was no allegation or indication a device malfunction contributed to this adverse event. At the time of this report, there is no indication that the patient¿s demise seven months post-tavr was related to the conduction defect. Also, the limited information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the patient¿s death. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
The thv implant patient registry received a call from the patient¿s family member stating the patient expired seven months post-implant of a 23mm sapien 3 valve in the aortic position. The initial reporter thought they were calling the pacemaker company. Upon receipt of the notification, medical records were requested from the hospital. However, due to the covid-19 pandemic, additional information required to clarify the need for a permanent pacemaker (ppm), the time of the event and the cause of death is not available. Based on the limited information ew cannot rule out the ppm was implanted within 30 days post tavr procedure and a conservative report is being submitted.